Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to an unspecified reason. Additional information includes confirmation that this device exhibited low amplitudes resulting in myopotential oversensing and an inappropriate shock. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "b5 - describe event or problem" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to an unspecified reason. Additional information includes confirmation that this device exhibited low amplitudes resulting in myopotential oversensing and an inappropriate shock. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.